Event description:
Just prior to starting surgery, while setting up a stryker surgical drill, a stryker battery caught fire. The battery was placed inside its aseptic housing made by stryker. Immediately, a small red glow appeared on the top of the battery followed by flames. No injuries. All instructions followed. Both the battery and housing are being returned to the MFR for replacement.